Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had sensor calibration error and mentioned during troubleshooting that they have experienced low blood glucose of 41mg/dl to 51mg/dl and a high blood glucose level of 477mg/dl. The customer stated that they treated the low with glucose tabs and the high reading with insulin pump bolus. The customer stated that when they checked, their infusion set was kinked. The customer was advised on proper sensor and transmitter preparation. The insulin pump will not be returned for analysis.